Manufacturer narrative:
Device passed displacement test and self test. Adjusted the date and time appropriately and monitor accordingly. No time clock anomaly noted during testing. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump had a repeated time clock anomaly. The customer¿s blood glucose was 144 mg/dl. Troubleshooting was done for time clock anomaly. Customer stated that the loss was greater than 1 minute per week. Customer stated that gain was greater than 4 minutes per month. Customer was advised that the insulin pump will need to be replaced. Customer was advised to discontinue use of the insulin pump and recommended customer refer to back up plan per healthcare professional's instructions. Customer was advised to place the insulin pump in storage mode, remove battery, press and hold the back button until the screen turns off. The insulin pump will be returned for analysis.